Event description:
In (B)(6): customer reports after starting a pt urology procedure, they realized that fluoro would not work. Pt was moved to a backup room where procedure was completed. No pt injury was reported.

Manufacturer narrative:
Covidien technical support (ts) advised customer on a series of things to check the system for, primarily loose connections. Customer called back and said they found the power cord was loose at the transformer and re-connected. But, still no fluoro/rad. Tech support had them then unplug the generator interface module (gim) at the gim-power-side and re-attach and re-boot the platinum. Customer said the system now will perform fluoro and rad. When customer secured loose cable and re-booted, the system returned to normal operation.